Event description:
It was reported that there was a thrombus on the tip of the access system. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The physician positioned the was in the laa of the patient and opened the hemostatic valve, but observed no blood back flow. The physician checked for kinks and aspirated with no back flow still. The physician then checked the echocardiogram imaging and noted that there was a thrombus on the tip of the was. The physician aspirated the thrombus back into the was and then removed the was from the patient. The physician used a new was to deploy the closure device in the laa of the patient. This device did not meet release criteria and due to the patient anatomy the procedure was ended without implanting a device. The patient is doing fine following these events and no other complications were reported to have occurred.

Manufacturer narrative:
The returned product consisted of a watchman access system. The device was bloody. Analysis of the tip, sheath and hub/valve included microscopic and visual inspection. Inspection found no damage or defect with the returned device. The reported thrombus was not confirmed.

Event description:
It was reported that there was a thrombus on the tip of the access system. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The physician positioned the was in the laa of the patient and opened the hemostatic valve, but observed no blood back flow. The physician checked for kinks and aspirated with no back flow still. The physician then checked the echocardiogram imaging and noted that there was a thrombus on the tip of the was. The physician aspirated the thrombus back into the was and then removed the was from the patient. The physician used a new was to deploy the closure device in the laa of the patient. This device did not meet release criteria and due to the patient anatomy the procedure was ended without implanting a device. The patient is doing fine following these events and no other complications were reported to have occurred.